Event description:
Surgeon reported 2 pts experienced toxic anterior segment syndrome (tass) following surgery over the past few months. The pts did not require secondary medical or surgical intervention and they are reported to be doing "fine". The surgeon states he thought the viscoelastic may have been a contributing factor, or it may have been a cleaning issue. Add'l info including pt identifiers have been requested.

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to mfg documentation.